Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's father that the customer had a broken belt clip. Customer's blood glucose level was 450 mg/dl. Customer's father stated that the belt clip on the pump broke while he was trying to take the pump out of the clip. Customer's father stated that the latch broke. Customer treated blood glucose level with a manual injection. Customer was offered to be sent a clear belt clip replacement as a courtesy. No additional information provided.